Event description:
On (B)(6) 2012, customer reported that the lh750 instrument generated erroneously high mchc results for multiple patient samples. This event occured on (B)(6) 2012. No erroneous results were reported out of the lab. The patient specimens were warmed and repeated on another lh750 instrument with lower mchc values (within the normal range). The values obtained on the second lh750 instrument were reported as correct. There was no death, injury, or effect to patient based on the erroneous results data review indicated that high mcv, mch, mchc and low rbc, hct, plt where obtained on the lh750 (lh750 a) when compared to the second lh750 (lh750 b) for five patients, without instrument generated flags. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts instructed the customer to perform the zap aperture (x2), clear aperture (x2), and bleach aperture procedures, but the issue persisted. Review of the startup data provided for this event after troubleshooting showed failed backgrounds for wbc, rbc, plt, and diff, as well as out of range qc results obtained for rbc, hct, mcv, mch, mchc and plt parameters. Field service engineer (fse) evaluated the instrument and found that the baths were not draining completely and waste chamber 11 was not draining. Fse also noted that the bottom tubing for vc14 (foam trap for the waste chamber) had popped off at the check valve. Fse replaced the tubing and the check valve at vc14. No fluid leak was found. The unit was cycled and all chambers drained without issues. The system operation was verified with passing startup, 5c, retic c and latron controls.

Manufacturer narrative:
Evaluation results: waste chamber, tubing and valve.